Event description:
It was reported that the ventilator was experiencing o2 concentration problems. There was no patient harm. Manufacturer ref:#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was experiencing o2 concentration problems. During preventive maintenance, the service engineer replaced the o2 cell and parts included in the 5000 hour maintenance kit. The ventilator passed pre-use check after the service. No device logs were received and no part was returned. No further issues have been reported. The o2 cell is only a measuring unit and will not affect ventilation. After replacement, the ventilator worked as intended.

Event description:
Manufacturer ref:#: (B)(4).